Manufacturer narrative:
Manufacture¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during implant on a subdural hematoma was found on a computed tomography (CT) scan. A repeat CT was performed on (B)(6) 2023 with the hematoma still present. The patient was monitored, and a repeat computed tomography was planned for (B)(6) 2023. As of (B)(6) 2023, the patient was stable, and the bleeding was being monitored. The device was operating as expected.